Event description:
It was reported that during preparation for an unspecified procedure, the wire could not be inserted into the tool. The guide wire could not go through the insertion tool. This device was not used on the patient and the procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).